Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site, the problem was reproduced and the air gas module was replaced and returned for investigation. Simulated use testing of the returned air gas module could reproduce the described customer issue. The received device log files confirm the reported issue. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. Our investigation has concluded that the reported problem was caused by a defective pressure transducer on a printed circuit board inside the gas module. The pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).